Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 10 mmol/l. The customer stated that there was a crack on the reservoir chamber and that the device may have been exposed to water. The customer was advised that the insulin pump will need to be changed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Insulin pump had a broken reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. All buttons function properly. Insulin pump had moisture damage on keypad traces. No moisture damage noted on electronic assembly.